Event description:
A caller reported an issue where the insulin gauge displayed an amount different than what was expected, although the discrepancy did not occur on the current day. The pump previously showed a fill estimate of 30, but the caller believed it should have been significantly more, although exact details were not confirmed. No adverse impact to the customer's blood glucose level was reported. Multiple attempts were made to follow up with the customer regarding the reported issue; however, no response from the customer was received.